Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Hyper extended. Total knee laxity. Switched c-r knee to ps construct.

Manufacturer narrative:
An event regarding instability involving a scorpio femoral component was reported. A review by a medical professional confirmed malpositioning of the scorpio femoral component. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: device-related factors have no place in instability scenario¿s and can be excluded from the current failure scenario. Instability is a "soft tissue¿ problem that can be solved with metallic devices but their size, position and other spatial relationships all play a decisive role in this aspect and not the specific device properties as related to manufacturing or materials composition. This case is not device-related. Device history review: not performed as device lot details are unknown. Complaint history review: not performed as device lot details are unknown. Conclusions: a review of the provided information by a clinical consultant concluded that: femoral component malposition during primary arthroplasty with mismatch between flexion-extension gap space has contributed to progressive instability in the arthroplasty with pain requiring revision. If additional information such as device lot details x-rays and/or device become available this investigation will be reopened.

Event description:
Hyper extended. Total knee laxity. Switched c-r knee to ps construct.